Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the por and shocking has been resolved. The rep did not know the patient¿s weight at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for chronic low back pain and spinal pain. It was reported that the patient¿s device was in overdischarge. Following a physician mode reset (pmr), the patient was getting shocked. The shocking was considered sudden. The rep was able to contact the patient, and they did a short pmr over the phone to clear the overstimulation. The rep stated that they were on their way to meet with the patient at the time of the report, to clear the power on reset (por) with their clinician programmer. No further complications were reported or anticipated.